Event description:
Customer reported that the pump became hot to touch while it was charging. There was no adverse impact to the customer¿s blood glucose level as no temperature alarms were recorded. It was found that the customer was using non-tandem charging supplies; therefore, a replacement pump was issued as a goodwill gesture along with tandem's recommended charging supplies.